Event description:
It was reported that a vns patient was experiencing an increase in seizures and would be referred for a prophylactic generator revision. Good faith attempts to obtain additional information from the patient's physician has been unsuccessful to date. The patient's programming history was reviewed and a battery life calculation was performed indicating that the device was not at end of service.

Manufacturer narrative:
Analysis of programming history.